Event description:
It has been reported to philips that the button to initiate the automatic position control on the geometry module was defective. No harm was resported. A philips field service engineer (fse) inspected the system onsite and identified an issue with the geometry module kit. Fse replaced the geometry module and the system was returned to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected the system was in clinical use for a planned treatment/non-emergency treatment which was completed as the button was not mandatory for finishing the examination. The philips field service engineer (fse) inspected the system on-site and confirmed that the button to initiate the automatic position control on the geometry module was defective. Fse confirmed that button of automatic position control on the geometry module was defective due to usage wear and tear. Fse replaced geo module and checked software version. After replacement of geo module the system was returned to good working order. The codes were updated based on the investigation outcome.